Manufacturer narrative:
(B)(4). Carefusion received the device on 04/05/2017. The device is in the process of being decontaminated so it can be safely evaluated for root cause of the reported failure. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr. (B)(4).

Event description:
The customer reported that the "circuit hose split, causing leaking. This issue was found during patient use. The patients breathing indicated pressure was not holding, the anesthesia doctor inspected everything and found this gaping hole in the circuit hose. There were no adverse effects on patient that have been reported. The circuit and anesthesia machine passed the machine start up calibration check and leak test done with the circuit not fanned (stretched) out like when it is expanded for patient use. The anesthesia provider attending in this case stated that she did her own manual leak test and it passed. This one was in addition to the system generated leak test on the anesthesia machine during calibration".

Manufacturer narrative:
One decontaminated sample was received for evaluation. The circuit was received incomplete; however through visual inspection we could see the hole in the hose therefore the defect was confirmed. The device history records were reviewed it was found that the affected hose component was manufactured in (B)(6). This manufacturing plant has been closed and all manufacturing operations have been moved to (B)(6). Based the investigation the hole on the hose was confirmed; however the hose was extruded at the previous facility therefore (B)(6) is unable to determine the root cause of the reported failure. Even though the root cause of the failure mode cannot be determined personnel in the extrusion area have been notified to be alert for this type of failure.